Manufacturer narrative:
The bath overflow occurred on bec demo unit. The customer, bec sales rep and former field service engineer (fse), called the call center for assistance. Through phone troubleshooting, it was determined that the waste pump was not working properly, causing the baths to overflow. The waste pump drains the wbc and rbc baths and the vic .the waste pump was replaced to resolve the issue. Service was not dispatched for this event. Failure mode is related to a malfunctioning waste pump. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported that approximately a few ml of fluid, described as fluid from the baths, had leaked from the coulter act diff 2 analyzer. The leak was not contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The msds was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.